Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the guiding catheter/other devices and/or inadvertent mishandling resulted in the noted device damages (core/ribbon bends, stretched and smashed tip coils) and ultimately resulted in the reported/noted core and polymer coating detachment(s) inside the guiding catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: pressure wire x, sion, guide cath: xp adroit 3.5, 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non calcified lesion in the moderately tortuous diagonal coronary artery. The procedure was a complex percutaneous coronary intervention (pci). A guide wire was placed in the left anterior descending (lad) coronary artery, another guide wire was placed in the circumflex coronary artery and the balance middleweight (bmw) universal ii guide wire was placed in the 1st diagonal in order to keep the side branch access safe. The physician removed the bmw universal ii guide wire without resistance, as it was no longer needed and it was noted that the tip/whole radiopaque area was missing and had been separated inside the guiding catheter. The separated tip stayed in the guiding catheter and after removing the guide wire, the physician recognized the missing tip. No radiopaque was showing on the angiogram, so the physician removed the guiding catheter and flushed it to retrieve the separated tip from the guiding catheter. There were no adverse patient effects reported and there was no clinically significant delay in the procedure. No additional information was provided.